Event description:
It was reported that during an oral surgery procedure the drill got hot. The pt received a 1cm burn to the lip and a blister formed. No medical intervention required. It was reported by the user facility that the blister healed and the pt is fine.